Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patients blood glucose (bg) reached 355 mg/dl while wearing the pod between 36 and 48 hours on the leg. While patient was reporting this pod for high bg levels, it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Bleeding at the site and moderate ketones were also reported. As treatment, a manual injection was delivered. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The received device had the cannula assembly deployed. After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy properly. The device ran for 913 pulses and was deactivated by the user. No blood was observed on the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Fluid was able to flow through the fluid path without any issues. A leak test found no signs of leakage in the fluid path. No other damages or manufacturing deficiencies were found during the investigation.